Manufacturer narrative:
F1: user facility; f2: unk; f3: ston medical center 1900 sullivan ave daly city, ca 94015; f4: see e1; f5: see e1. H6: #86: device not returned.

Event description:
Reportedly, this valve was explanted after approx a 5 month implant duration due to aortic stenosis.